Manufacturer narrative:
Concomitant medical products: product ID: 8709sc lot#: (B)(4) serial#: implanted: (B)(6) 2009; explanted: product type: catheter; other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: , UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing dilaudid (5 mg/ml at 1.0999 mg/day), baclofen (330.0 mcg/ml at 72.59 mcg/day), and bupivacaine (5 mg/ml at 1.0999 mg/day) via an implantable pump for unknown indications for use. It was reported that at the patient's normal pump exchange due to the elective re placement indicator (eri), the healthcare provider (hcp) wanted to make sure that the catheter was fully functioning since it had been implanted since 2009. It was unknown if there were external factors involved. The hcp used a catheter access port (cap) kit and tried to draw back from the pump but this was unsuccessful. They also cut a segment off the catheter to watch for cerebrospinal fluid (csf) drip but no drips came out of the catheter. The hcp tied off the old catheter and a new 8781 was placed and hooked up to the new pump. The event was resolved.